Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the no image issue could not be determined, however, due to the observed leaks in the device bending section and tip, it is likely the issue was the result of an ingress of water into the device, causing an electrical component failure. It is also possible that the charged-coupled device (ccd) was damaged by the user due to physical stress applied to the curved part, resulting in the no image issue. The event can be prevented by following the instructions for use (IFU) which states: important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: the bending section cover or distal sheath rubber is cut and not waterproof; the distal end is broken and not waterproof; the bending tube is dented; protector is damaged: the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope, had indentation of the insert. The issue occurred during the preparation for use. The procedure was diagnostic. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that the charging coupled device (ccd) unit is broken and no image is output. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.